Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records were reviewed and all documents indicate the product met release criteria. There have been no similar complaints received for this lot number.

Event description:
A copy of a voluntary medwatch was received from the FDA. The report states that during an examination, the product was found to be emulsified (partially opague) earlier than anticipated. The patient's condition is not known. Additional information has been requested.